Event description:
The customer contact reported the male luer adapter became loose from the arterial catheter; subsequently, blood loss was noted. The monitoring kit had been connected to the pt's femoral arterial catheter for an unspecified length of time. The nurse noted blood loss and found the luer connection was loose. The amount of blood loss was not quantified. The connection was retightened and the device continued to be in clinical use. The pt was treated with a transfusion of an unspecified amount of packed red blood cells. There were no reported adverse pt adverse pt sequelae.